Event description:
Ous MDR: after an implant duration of about 3 months, it was reported that the ventricular threshold increased and 2 inappropriate shocks were noted. The device was explanted. Other than the inappropriate shocks, there were no other adverse pt effects reported.